Manufacturer narrative:
(B)(4). Investigation results: the returned flexiva ID 365 laser fiber was analyzed, and a visual evaluation noted that the package included a foreign object. No other issues with the device were noted. The reported event was confirmed. It is likely that the foreign material was introduced to the packaging as part of the manufacturing process. The pouch is sealed at the supplier prior to shipment for sterilization. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva ID 365 laser fiber was opened for use for a greenlight cystoscopy procedure in the prostate performed on (B)(6) 2020. According to the complainant, during preparation, it was noted that there was a hair inside the package when it was inspected. The package was not opened, but the hair was visible from the outside. There was no visible damage on the packaging. The procedure was completed with another flexiva ID 365 laser fiber. There were no patient complications reported as a result of this event.